Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device sample was received for evaluation. A visual inspection was performed, and it was noted that the main body of the transfer set was cracked. Functional leak testing was performed using an in-lab minicap, and no issues or leaks were observed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer was cracked. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.